Event description:
I have essure and the first month after getting it back in 2007, it felt like a sharp pain in my vagina. I have sharp pains, my back hurts, I can't have sex because it hurts. I can't have it checked out any more because no insurance but the pain gets worse over time. The doctor thought I was crazy back when I got it but she tried to tell my "mom I lost it, but I did go behind her and both were still there." I am tired of living in pain, I just want it taken out, but at this time I can't afford it.